Event description:
It was reported that stent inadequate apposition and stent damage occurred. The target lesion was located on a saphenous vein graft (svg) in the very calcified right coronary artery (rca). A 4.00x20mm promus premier¿ drug eluting stent was implanted to treat the lesion. However, post deployment, the physician noted that the stent looked a little abnormal and wasn't inflated all the way. Subsequently, the physician advanced a non-bsc ivus catheter. On the way back out, the catheter hit the back end of the stent and caused stent deformation. Another stent of the same model was implanted distal to the stent. The procedure was completed with no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).